Event description:
A report was received stating, during patient use, a ventilator audible alarm was spontaneously canceled. Although the ventilator did not stop cycling, the patient was transferred to an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The distributor reported to have evaluated the device upon retrieval from the user facility. The distributor stated when the device was powered on "the silence/reset button and up/down cursor button didn't react and the external battery shut down alarm sounded continuously but soon stopped." The device has yet to be evaluated by a covidien customer support engineer (cse). In the event that additional information is received, a supplemental report will be submitted.